Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the health professional received the following results in a neonate within 15 minutes: 4,0 mmol/l (system 1) and 0,9 mmol/l (system 2). Measurements were done with the same lot of test strips.

Manufacturer narrative:
Correction of catalog number and unique identifier in section d4.